Event description:
It was reported to Boston Scientific Corporation that a Speedband Superview Super 7 device was used in the Esophagus during a procedure to treat esophageal varices performed on (b)(6)2026. It was reported that during the procedure, the bands were twisted together and could not be deployed. The procedure was completed with another Speedband Superview Super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
BLOCK E1: INITIAL REPORTER FACILITY NAME: (B)(6) HOSPITAL. BLOCK H6: IMDRF DEVICE CODE A050501 CAPTURES THE REPORTABLE EVENT OF BANDS FAILURE TO DEPLOY.

Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A SPEEDBAND SUPERVIEW SUPER 7 DEVICE WAS USED IN THE ESOPHAGUS DURING A PROCEDURE TO TREAT ESOPHAGEAL VARICES PERFORMED ON (B)(6) 2026. IT WAS REPORTED THAT DURING THE PROCEDURE, THE BANDS WERE TWISTED TOGETHER AND COULD NOT BE DEPLOYED. THE PROCEDURE WAS COMPLETED WITH ANOTHER SPEEDBAND SUPERVIEW SUPER 7 DEVICE. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT. THE PATIENT'S CONDITION FOLLOWING THE PROCEDURE WAS REPORTED TO BE STABLE.

Manufacturer narrative:
Block E1: Initial Reporter Facility Name: (b)(6). Block H2:Correction: Block G4 (Premarket / 510(k) #).Block H6:IMDRF Device code A050501 captures the reportable event of Bands Failure to Deploy.Block H11: Investigation Results:The device was not returned for analysis; therefore, product analysis could not be carried out. For this reason and due to the lack of evidence, it is unable to confirm the reported event.It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action.Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.